Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and observed that the fiber optic connector was broken, causing intermittent fiber optic connection. To fix the issue, the fse replaced the fiber optic cable assembly and verified proper fiber optic function and perform all functional and electrical safety tests. The iabp passed all tests and was cleared for clinical use.

Event description:
The customer reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic connector issue. It is not known under which circumstances this event occurred; however, no death or injury was reported

Event description:
The customer reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic connector issue. It is unknown under which circumstance this event occurred, however there was no patient involvement. No adverse event was reported.